Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09/20/2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse confirmed an error code associated with the reported issue. The fse confirmed that system battery was low in power because of alternating current (ac) power not being connected. The fse reconnected the ac power and entered diagnostic mode, and the issue was resolved. After this repair the unit passed performance specification testing.

Event description:
The customer reported that the ventilator was not switching on. There was no patient involvement.